Manufacturer narrative:
Additional narrative: synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. A review of the device history records was performed and no complaint related issues were found. The device was returned for evaluation. The measurable dimensions and materials showed no deviations and were found to be in compliance. No irregularities were found during investigation. The surfaces of the cross-sections were homogenous, indicating material conformity. It is possible that too much mechanical force beyond the calculated design was applied causing breakage during insertion. This complaint is invalid from a manufacturing standpoint.

Event description:
It was reported that the screw head broke off during final tightening. This is report 1 of 1 for file (B)(4).

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional narrative: received patient ID# (B)(4) from affiliate.

Event description:
It was reported that the screw head broke off during final tightening. This is report 1 of 1 for file (B)(4).